Manufacturer narrative:
(B)(4). (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that insufficient blood flow occurred with a bd vacutainer® safety-lok¿ blood collection set. The following information was provided by the initial reporter, "during a blood test, the blood stops flowing (the flow was already very slow before). Problem already encountered previously with this same reference. After removal of the adapter, 5 tubes are filled by gravity without problems (tubes placed lower than usual)."

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for insufficient blood flow with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to insufficient blood flow as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retention samples and photos, the customer¿s indicated failure mode for insufficient blood flow with the incident lot was not observed as all samples met the required specifications. Additionally, the photos did not identify a specific product issue. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that insufficient blood flow occurred with a bd vacutainer® safety-lok¿ blood collection set. The following information was provided by the initial reporter, "during a blood test, the blood stops flowing (the flow was already very slow before). Problem already encountered previously with this same reference. After removal of the adapter, 5 tubes are filled by gravity without problems (tubes placed lower than usual)."